Manufacturer narrative:
The following other hip devices were also listed in this report: primary secur-fit plus max #11/15, cat# 6054-1115s, lot# mjptat, c-taper cocr lfit head 40mm/+2.5, cat# 06-4025, lot# mljddx, trident psl with purefix ha 60mm, cat# 542-11-60g, lot# 38470101. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Additional information (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
User facility medwatch report # (B)(4) stated: "hip replacement taken out, incision and drainage, cultures sent. Patient with recent onset of complaints of increased drainage, erythema, general malaise, groin and thigh pain status post-left total hip arthroplasty (tha) performed one month previous. He was subsequently admitted and diagnosed with left tha wound infection and underwent and underwent a left tha wound I&d (incision and drainage) with component explant two months after original implant surgery date."

Manufacturer narrative:
An event regarding infection involving a trident 0 deg insert 40mm was reported. The event was confirmed. Review of the provided medical records by a clinical consultant indicated, ¿this apparently infected left total hip arthroplasty was not demonstrated to be related to any factors involving the prosthetic components utilized in this case.¿ a device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no similar events for the reported lot. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
User facility medwatch report # (B)(4) stated: "hip replacement taken out, incision and drainage, cultures sent. Patient with recent onset of complaints of increased drainage, erythema, general malaise, groin and thigh pain status post-left total hip arthroplasty (tha) performed one month previous. He was subsequently admitted and diagnosed with left tha wound infection and underwent and underwent a left tha wound I&d (incision and drainage) with component explant two months after original implant surgery date."